Manufacturer narrative:
The crem module has calibration and qc issues. Bci hotline had the customer replace the lot of cre reagent (lot number m010607). The customer has not reported any further problems.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine module (crem) on the unicel dxc 800 pro synchron chemistry analyzer reported approximately 40 erroneous results. The customer does not have the results for these patients. There was no affect to patient treatment with regard to this event.